Manufacturer narrative:
The investigation was sent with the device manufacture date as 11/21/2014 and it should have been 11/21/2013.

Event description:
It was reported to covidien that a customer had an issue with a safety needle. The customer reports the needle bent coming out of a multi dose polio vaccine bottle. Once the needle was removed from the vial the proper technique was used to try to lock in the safety cap and it was unsuccessful due to the angle it was bent. The ma could have been harmed if they had not realized the activation of safety was not secure. The customer confirmed that they had done nothing out of the ordinary to cause the needle to bend, it was utilized properly.

Manufacturer narrative:
The lot number 332996x does not correspond to item 8881850558, which was reported by the customer. The device history record (DHR) for lot 332996x indicates that units were produced on 11/21/2013 and no issues were found in samples inspected from the lot. Maintenance records (both corrective and preventive) and calibration records for lot 332996x were reviewed and there were no related issues. All scheduled maintenance and calibration activities were completed on time. There was no process or material changes within the last 12 months related to this type of issue for this product. Process monitoring data was reviewed for lot 332996x and a review of the machine set up was conducted and there were no related issues. The machine was observed in its current condition with no issues. The sample returned with this complaint was a 25x1 magellan safety needle. Visual examination of the sample was done by the quality engineer and it was noted that the cannula was bent approximately 30 degrees to the opposite side of the thumb rest. The bend occurred at the top of the epoxy mound. The issue reported by the customer is confirmed. A stiffness test of the sample cannula was performed per procedure. The sample was within specification. A check of the outside diameter (od) of the sample was performed and the diameter of the sample was within specification. A visual examination with 7x magnification loupe was performed by the quality engineer to detect any potential molding defects that could prevent the shield from performing as intended and no issue was found with the molded hub or shield. The exact root cause of the bent cannula reported by the customer could not be determined. It is unlikely that this bending of the cannula would occur during the manufacture process because the needle shield and sheath would not load on a bent cannula.

Event description:
The most likely root cause is that during use, if pushing the thumb rest against the cannula instead of pushing it forward as per the instructions, it could cause the bend reported. The instruction for use reads: immediately following the injection or aspiration procedure, lock the safety needle shield using any of the following methods: push the safety shield forward in a single-handed manner to cover the needle and lock the shield. Keep your finger or thumb behind the needle tip at all times. Or press the safety shield, lever side down onto a flat surface to cover the needle and lock the shield, i.e., bedside table. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, all lots of needle tubing are tested for stiffness in accordance with iso standard 9626, "stainless steel needle tubing for the manufacture of medical devices". This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.